Manufacturer narrative:
The hill-rom technician evaluated and found the scale was not working for this device. The technician replaced the left head load beam and re-calibrated the scale to resolve this issue. The patient's sores were being treated daily with an unknown medicinal ointment and daily dressing changes. The patient was hospitalized to treat the sores on the evening of (B)(6) 2018 and is currently still receiving in-patient care. The complainant provided limited information regarding stage of new pressure ulcers and reported hospitalization to treat the pu. In abundance of caution, the pu has been determined to be serious in nature. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the air system was alarming and the patient's bed sores were returning. The bed was located at the account. There was a patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).